Event description:
The pt stated, that her blood glucose was elevated to 514 mg/dl at 4:13am. She stated,m that she then bolused and her blood glucose measured 411 mg/dl at 5:41am. The pt bolused again and her blood glucose elevated to 454 mg/dl at 8:11am. The pt bolused again and her blood glucose measured 340 mg/dl at 9:18am. The patient stated, that she did not bolus again at this time. At 11:07am her blood glucose measured 222 mg/dl and at 11:59am, it measured 228 mg/dl. The pt then bolused and ate lunch. At 5:57pm, the pt's blood glucose measured 271 mg/dl. The pt then ate dinner and her blood glucose measured 407 mg/dl at 8:11pm. The pt then changed her infusion set and insulin cartridge and bolused. Troubleshooting did not reveal any product issues. Upon follow up, the pt stated that her blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.